Event description:
It was reported that the patient experienced inadequate stimulation. No device malfunction was suspected. The patient underwent a replacement procedure and was doing well postoperatively. The explanted devices will not be returned per hospital policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7079281/7081302.